Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Actis straight stem inserter shaft leaves dents on the shoulder of the actis stem when used while not inserted into the cut out for the inserter (rested on the shoulder instead). Surgeon is wondering if the actis inserter is made of a harder metal as these dents did no occur when he used the same technique while using corail.